Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. The customer previously received a replacement battery cap which did not resolve the issue. Customer's blood glucose was 160mg/dl at the time of incident. During troubleshooting it was found that the display only came back intermittently. Troubleshooting also found that the customer was finally able to get the display to work. Customer was advised to monitor the pump and the display and call back if any further issues.